Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the reportable malfunctions weas identified during the device evaluation: fiber bonding in the outer tube area (distal end) was damaged and the video cable was broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initial malfunction: the video cable was broken and therefore the image was not displayed. In regard to the other identified malfunction, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparoscope, gynecologic had no image or screen. There were no reports of patient harm.